Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 due to low blood glucose and car accident. Customer's blood glucose was 45 mg/dl and the current blood glucose was 367 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to low blood glucose that were blurry vision, unconscious. Customer was using the insulin pump system within 48 hours of reported high and low blood glucose event. The auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer did not report that he had a high blood glucose. Customer reported that he was in a car accident because he had a low blood glucose. The customer was turning around a curb and had blurry vision and hit another car. He was unconscious and was taken to the hospital. Customer was hospitalized on february 13, 2022 at 10:00. Customer was treated with intravenous fluid not with insulin drip. Customer stated he has been having the low blood glucose since there were changes to his insulin. The insulin was changed by the insurance company recently without the doctor's knowing it. Customer was not sure if the insulin type and concentration were correct. The insulin pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used.